Event description:
On (B)(6) 2024, the patient reported receiving an alert 23 ¿ high glucose. The patient stated they felt well but noted that this was their first time experiencing high glucose levels. The patient had changed the cartridge and infusion set the previous night and observed that the insulin supply appeared nearly empty. The patient was advised to perform a full supply change to ensure there were no leaks or kinks in the infusion set. The patient was at work and planned to return home to obtain supplies. The patient was reminded of proper back-up therapy use and the need to disconnect from the ilet if administering insulin manually, as well as to wait 90 minutes before reconnecting. The patient did not perform ketone testing and did not have a ketone action plan at that time. Reported blood glucose during the event reached 382 mg/dl, remaining above target for approximately four hours. No medical intervention was sought, and no ketone testing or back-up therapy was used. A follow-up call later the same day confirmed the patient completed a full supply change. It was determined the rewind step had not been completed during the prior change. Following correction, blood glucose levels decreased, and the patient successfully resumed insulin delivery. The patient was provided a copy of the ketone action plan and planned to obtain ketone test supplies.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.